Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to remotely connect to the customer's instrument. The ccc reviewed the data provided. The ccc found multiple aliquot probe - level sense baseline failure errors. The ccc found quality control (qc) was in range for alkaline phosphatase and total protein, but was out of range for high density lipoprotein cholesterol's level 3. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the instrument. The cse found the reagent probe became unlatched. The cse latched the probe and corrected the qc issue. The cause of the discordant, falsely depressed alkaline phosphatase and total protein and falsely elevated high density lipoprotein cholesterol results is due to the reagent probe being unlatched. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed alkaline phosphatase and total protein and falsely elevated high density lipoprotein cholesterol results were obtained on five patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). For alkaline phosphatase, the same samples were repeated on an alternate instrument, resulting higher. For high density lipoprotein cholesterol, the same sample was repeated two times on the same instrument, resulting lower, and one time on an alternate instrument, resulting lower. For total protein, the same sample was repeated on an alternate instrument, resulting higher. The repeat results were report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed alkaline phosphatase and total protein and falsely elevated high density lipoprotein cholesterol results.